Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was dropped and then alarmed. The customer stated that the device was rested and a new battery was installed. Performed a self test and the insulin pump was in a frozen state. The customer was not able to read the screen. No further info was provided.